Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm went off during pre-check. The pump was used together with a cassette. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures received: 3 pictures were attached and reviewed. Picture 1 show the front view of a cassette product. Picture 2 show the top view of a cassette product. Picture 3 show the ay bag neck section samples received: samples received consist in in one cassette received in after use conditions , decontaminated and inside in a plastic bag visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing ? First pump: no alarms were activated. Functional testing ? Second pump: no alarms were activated. Conclusions: based on the no disposable alarm investigation and root cause conduct the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. The cause of the reported problem could not be determined. A CAPA was opened to investigate the reported issue. No lot number was provided; therefore, DHR (device history review) could not be performed.